Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances, such as av block, rbbb, lbbb, and prolonged atrio ventricular interval are known potential adverse effects per the evolutr IFU, m056197t001, and can be resolved with the implant of a bi-v permanent pacemaker with the risk-benefit ratio in favor of the tav and medication, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following release of the valve, a new left bundle branch block with 1st degree atrio-ventricular (av) block was noted. One day post-implant, alternating left bundle branch block (lbbb) and right bundle branch block (rbbb) with prolonged atrio-ventricular (av) interval was noted. A bi-v permanent pacemaker was implanted. No other adverse patient effects were reported.